Event description:
It was reported to tyco/healthcare/kendall in 2002 that a staff member sustained a cut due to the safety shield not completely covering the scalpel blade. Staff member recovering without difficulty.